Event description:
Per the audiologist, the patient reported facial nerve stimulation and poor performance when using the cochlear implant system. Results of an integrity test done in 2007, showed normal receiver/stimulator function. A CT scan done previously (date not reported), reportedly showed that the electrode array was not successfully inserted in the cochlea during the initial surgery. Explant surgery was scheduled for 2008.

Manufacturer narrative:
This is a final report.